Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit failed the fiber optic test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer(fse) that discovered the issue during pm evaluated the iabp unit. The fse troubleshot the device and discovered orange fiber optic cable was not fully connected to blue fiber optic sensor extension cable. The fse reseated the cable and confirmed unit successfully passed fiber optics test several times. The device passed all performance and safety tests according to factory specifications. The device was returned to customer.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Event description:
N/a.